Manufacturer narrative:
Continuation of d10: dtma1d1 crtd; 5076-52 lead, implanted: (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced inappropriate therapy due to noise with oversensing and high and undefined pacing impedance measurement of the right ventricular (rv) lead. It was noted that the rv lead exhibited high threshold measurements and there was another impedance warning due to low impedance tip to coil measurements. It was also noted that a rv lead integrity alert (lia) triggered due to high-rate non-sustained episodes and high sensing integrity counter (sic). The observations section of the interrogations report revealed that anti-tachycardia pacing (atp) and shock therapies will not be delivered due to charge circuit inactive on the cardiac resynchronization therapy defibrillator (crt-d) which is end of service (eos). It was noted that the charge circuit timeout occurred with a long charge time. Reprogramming was done to suspend ventricular detections, and the lead was later capped and replaced. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated noise. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.